Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: knot unraveled. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the proglide device after an unspecified procedure. Reportedly, the suture knot came apart during suture trimming. A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.